Event description:
The reporter stated that the micl13.2 implantable collamer lens tore as it was inserted into the eye. The lens was removed without any pt injury. The reporter stated the incident was the result of a loading issue.

Manufacturer narrative:
(B)(4).results: visual inspection of the returned lens showed a haptic was torn and a piece of the other haptic was torn off and missing. There was a clear surgical residue on the lens. (B)(4).